Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The closure device was successfully deployed in the laa of the patient. The patient developed pericardial effusion post procedure. A pericardiocentesis was performed and 250cc of fluid was drained. The patient fully recovered and was discharged.